Event description:
It was reported that during a surgical procedure at the user facility, there was a breakage of the hood. Dependent on the nature of the breakage, this type of event could pose a contamination risk, but the nature of the breakage was not provided by the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was not available for evaluation. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, there was a breakage of the hood. Dependent on the nature of the breakage, this type of event could pose a contamination risk, but the nature of the breakage was not provided by the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.